Event description:
It was reported that the patient's device alarmed for high superior vena cava (svc) coil impedances on the right ventricular (rv) lead. It was further reported that the rv lead exhibited high rv coil impedances, as well as slowly rising impedances on both the svc and rv coils. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154vrc implantable cardioverter defibrillator (ICD), (B)(6)  2006. (B)(4).